Event description:
Customer reported that the paramedics were called and he was hospitalized due to high blood glucose and broken leg. Customer stated that the blood glucose reading was 444 mg/dl when paramedics arrived. Customer stated that he fell on the floor and broke his leg due to high blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.